Event description:
It was reported that the tandem-provided charging supplies were nonfunctional. There was no reported impact to the customer's blood glucose level. The customer replaced the charging supplies to resolve the issue.